Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxl 800 access immunoassay system for one patient's sample that did not match the clinical picture. Repeat testing resulted within the assay's precision claims. Accutni results declined over the next few days to <0.04ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
No additional information was provided for this event.